Event description:
It was reported during the procedure the subject coil stretched and prematurely detached inside the aneurysm. The coil was removed, causing a 20 minute surgical delay. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date ¿ added d4 gtin - added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the cerebral embolization of an aneurysm, the main coil stretched and separated from the delivery wire. The coil detached inside the aneurysm and was able to be retrieved along with the microcatheter without any consequences to the patient. Additional information provided by the customer indicated that the device was used per the dfu. Detachment occurred when attempting to completely remove the coil in order to use a smaller one. The coil was repositioned several times prior to the detachment. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported during the procedure the subject coil stretched and prematurely detached inside the aneurysm. The coil was removed, causing a 20 minute surgical delay. The procedure was completed successfully without clinical consequences to the patient.